Event description:
It was reported that the battery voltage reading in clinic was 2.55. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage reading in clinic was 2.55. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6) 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.92v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Low telemetered battery voltage was indicated. On (B)(6), 2010, the battery voltage with telemetry was 2.54v and the daily measurement was 2.92v. During analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had its 99.9% expected longevity. The device reached eri (elective replacement indicator) on (B)(6) 2011. The eri is the result of high internal battery resistance.